Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that during preventive maintenance the batteries failed the run time test. The fse replaced the batteries and completed the full checkout and checklist for the preventive maintenance. The iabp was cleared for clinical use and returned to the customer.

Event description:
A getinge field service engineer (fse) reported that the batteries of the intra-aortic balloon pump (iabp) did not meet the minimum run time specifications during a preventive maintenance. No patient was involved and no adverse event has been reported.